Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had emergency dental work due to an abscess and infection that was causing pain. Dentist had to extract #16 and an implant will be placed. They are concerned with wearing the retainers until the area is healed. They return back to their dentist in three months to have impressions and finish with the implant.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.